Event description:
The hcp reported that the patient is "overdosed and in the emergency room". The overdose symptons were not reported. Narcan was administered; the hcp planned to stop the pump. A follow up report will be sent if additional information becomes available.